Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the (B)(6) 2014 UDI regulation date. (B)(4).

Event description:
A business administrator reported a patient with inflammation one day post lasik procedure. An oral steroid was prescribed and topical steroid eye drop dosage was increased. The patient did not have any complaints. On follow up conversation with the facility, they noted the inflammation was not related to the ablation treatment.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).